Event description:
Our sales rep reported that a biosteon screw broke during a surgery procedure. According to the surgeon, the screw broke apart after inserting it into the hole. As a replacement, the surgeon used a arthrex screw of the same size.

Manufacturer narrative:
Product has not been returned to MFR. Add'l info will be provided when investigation is completed.